Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The customer's blood glucose level was 25.5 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with the needles. Customer also reported that patient was not contacted their health care professional regarding to the high blood glucose. Customer does not allege pump was under delivering. The customer reported that patient have back up plan. The device will be returned for analysis.